Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align¿ urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." 2348, 1685, 2146, 2993, = "nl"

Event description:
The patients' attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received the patient has experienced oozing, abdominal pain, burning sensation, constipation, urinary frequency, urgency, hematuria, infection, mesh erosion, nocturia, pain during intercourse, pelvic pain/pressure, radiating pain, recurrent stress urinary incontinence, urinary retention, urine leakage, enuresis, ureteral stricture (stenosis), discomfort, aching/throbbing down thighs/legs, voiding dysfunction, dyspareunia, urinary tract infections, fatigue, back pain, fecal impaction, elevated post void residual, elevated blood pressure, left hydroureter, depression/emotional changes, bilateral flank pain/costovertebral angle tenderness, chronic cystitis (inflammation), blood/leukocytes in urine, urinary calculus/calcified stone (calcification), nausea, foreign body in patient, bilateral paravaginal defects, palpable mesh, mesh tightly wrapped around cervix, scar tissue, blood loss, pubocervical fibromuscular tissue (fibrosis), vaginal mucosa tear (vaginal mucosa damage) and nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced slight blood in urine, hematuria, bladder pain, hydroureteronephrosis, ureteral stenosis, ureteral stone, left ureteral stricture, enuresis, tenderness in the lower bilateral pelvic area quadrant, fecal impaction, pain now is going down into both of her thighs, blood from vagina, numbness in legs, mesh exposure, emotional pain, calculus, foreign body in vagina, trouble in bowel movement, suprapubic pain, hypoadrenia, adhesions, cyst, cervical prolapse, large enterocele, urinary urgency/frequency, acute diverticulitis. The patient underwent additional corrective surgeries.